Event description:
Had staar medical's implantable collamer lens, evo icl implanted into both right and left eye. Noticed next day a loss of peripheral vision. Returned to doctor, was told to wait a week. Returned to have retina checked, retina was okay. Today, (B)(6), issue still present. Attempted to contact company (B)(6), was refused information. This side effect was not listed as possible side effect. I am now told the lens, even when advertised as removable, is indeed not removable, so side effects are not reversible. I would have never had this procedure done if I knew this was a possible side effect. Reference report: mw5116464.